Manufacturer narrative:
(B)(4). Info was not provided by the initial contact.

Event description:
It was reported that during a laparoscopy, the shield failed to spring over blade. Exposed blade lacerated gastric tissue but no follow up action was required. No pt consequences.